Manufacturer narrative:
Enitre form filled out by manufacturer.

Event description:
On 04/03/2017 received explanted lead from st. Jude medical. No explant information available. Investigational letters sent to following physician and implanting center.